Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device image. Visual analysis of the photo revealed that tfna fem nail ø10 le 130° l235 timo15 had broken at the locking screw location. As the device was not returned, an as received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for tfna fem nail ø10 le 130° l235 timo15. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H6: device history record (DHR) review conducted: manufacturing location: monument manufacturing date: 13-may-2022 expiration date: 01-may-2032 part number: 04.037.045s, 10mm/130 deg ti cann tfna 235mm/left ¿ sterile lot number: 818p195 (sterile) lot quantity: (B)(4). One piece scrapped in cell due to a set-up issue. Production order traveler met all inspection acceptance criteria apart from the one piece noted. Inspection sheet, in process / inspect dimensional / final, met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection, met all inspection acceptance criteria. Packaging label log (pll) lmd was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.3, tfna lock drive lot number: 783p921 lot quantity: (B)(4). A one-piece weight variance was recorded at pack/label. Production order traveler met all inspection acceptance criteria apart from the one piece noted. Inspection sheet met all inspection acceptance criteria. Part number: 04.037.942.2, lock prong, 130 degree, tfna static locking prong lot number: 591p656 lot quantity: 96 production order traveler met all inspection acceptance criteria. Part number: 04.037.942.2, lock prong, 130 degree, tfna static locking prong lot number: 591p651 lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Part number: 21127, timoagri16.00 bp80 lot number: 592p999 lot quantity: (B)(4) . Inspection instruction met all inspection acceptance criteria. Certified test report dated 17-feb-2022 was reviewed and determined to be conforming. Lot summary report dated 22-apr-2022 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2: additional procode: ktt. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from switzerland reports an event as follows: it was reported that on september 4, 2023, patient fell and experienced a broken trochanteric fixation nail advanced (tfna) nail. The nail is broken below the fixation screw. The surgeon has decided the keep the nail in place (no revision surgery) and follow a conservative therapy. Date of implantation is unknown. This report is for a 10mm/130 deg ti cann tfna 235mm/left - sterile. This is report 1 of 1 for (B)(4).